Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patients ipg does not hold a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable device. The explanted ipg was discarded and will not be returned.